Event description:
It was reported that, "while opening up the rim, scrub tech discovered that the instrument was missing a button and spring."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.